Event description:
Ambulance personnel were attending to a pt in a code situation. An attempt was made at countershocking the pt, however allegedly the device would not discharge until the third attempt. The device functioned appropriately for the remainder of the call. There were no adverse effects to the pt reported as a result of the alleged malfunction.